Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported material rupture cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) de novo lesion in the mid right coronary (rca) artery. A 2.0 x 15 mm nc trek balloon had no resistance during removal of the protective sheath and was prepped outside the anatomy prior to use with no issues. The nc trek was advanced without resistance to the lesion, but at the first inflation the balloon ruptured at 12 atmospheres. The nc trek was withdrawn from the patient anatomy and the case continued. There were no adverse patient effects as a result of this balloon rupture and the case was completed with no issues. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.